Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) / left sided premature ventricular contraction (pvc) ablation and the patient experienced pericardial effusion that required pericardiocentesis. During the procedure, the smart touch catheter icon appeared to be out of the map shell. It was then observed by ice that the patient had a pericardial effusion. Pericardiocentesis was performed and an unknown amount of blood was removed from the pericardial space. The patient also required drugs (pressors). The patient was stable and was transferred to the cardiac care unit (ccu) for observation. The patient outcome improved, however, the patient required extended hospitalization for monitoring. The physician's opinion on the cause of the adverse event is the procedure. No ablation was performed prior to noting the pericardial effusion. The event occurred during the mapping phase. No catheter exchanges, three wire exchanges, and one sheath exchange. The catheter flow setting was on standby flow, 2ml/min. There was no error messages observed on biosense webster equipment during the procedure. The correct catheter settings were selected on the generator. Force visualization features used were dashboard and vector. Other relevant patient history includes previous left ventricle (lv) premature ventricular contraction (pvc) ablation. Additional information was received which indicated that the map shell was originally created with cartosound. While mapping with the smart touch catheter, it appeared to go outside of the original shell and into what appeared to be the epicardial space. It was pulled back into the original shell as mapping continued. Therefore, it was suspected that the catheter perforated the heart, but it was not confirmed on any other visualization modality (e.g. Ice). There was no suspicion of product malfunction.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4. Catalog should be ¿unk_smart touch bidirectional sf¿. Note: for field d4. UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).